Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 225, 149, 23, 95, 154, 159, 210, 121, 133 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into a "c" zone showing the difference in values to be clinically significant. Although the customer also reported being seen by a doctor and diagnosed with hyperglycemia, no emergent treatment was reported. The customer self-treated with his regular diabetic medications. The reported readings are suggestive of hyperglycemia, which is consistent with the reported diagnosis. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.